Event description:
The distributor reported on behalf of the user facility the following info: the physician attempted to calibrate the device in saline solution prior to implantation. The device gave a reading of 2mmhg and could not be zeroed. The product did not come in contact with the pt. A second device was on hand, which limited the delay of the procedure. No pt injury had occurred. The distributor provided an expiration date of 200712 for the product. When an attempt had been made to gather add'l info, the distributor could not comment on the pt outcome and status.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported info.